Event description:
Biosure ha screw driver pierced through the end of the screw as it was being put in, additionally the threads of the screw also stripped. Additional information confirmed it was a hamstring autograft (semi-t and gracilis tendons) and no starter or tap was used. Tibial tunnel size was 9mm and we used a 9mm x 30mm screw. All pieces of the screw were removed and a back-up screw was used to complete the repair.

Manufacturer narrative:
(B)(4).